Event description:
Additional information was received that the device was observed to be in bluetooth (ble) lockout and the device was re-interrogated to resolve the event.

Event description:
It was reported that the a suspected loss of bluetooth (ble) telemetry was observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.